Event description:
Left zimmer total knee implant placed in 2005. Liner removed and I & d of left knee done 2006. Surgical culture of infected knee isolated clostridium perfringes & s. Epidermidis. Suspect contamination of implant at MFR.